Event description:
It was reported that a chest x-ray revealed that the lead had dislodged. The lead was successfully revised on (B)(6) 2014. No patient symptoms were reported. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).